Event description:
Two perforations occurred while using the same silverhawk sx device (same pt). They were focal perforations at the mid pt and proximal pt. No impact or intervention was reported.

Manufacturer narrative:
Add'l info: device not returned to MFR for eval. Suspected problem identified in results and conclusions.